Manufacturer narrative:
The event occurred in (B)(6).

Event description:
Customer reportedly received the following results on the mobile system within 10 minutes: 371 mg/dl and 154 mg/dl; 371 mg/dl, 151 mg/dl, and 156 mg/dl. The comparisons were performed on different dates. No actions taken based on device results. No adverse event reported. Requested return of suspect device and replacement was sent.